Event description:
Allegedly, patient suffering from mom complications. (Left) additional information received from litigation on 01/08/2019. Allegedly the patient was revised due to mom complications. Updated the implant date from (B)(6) 2006 to (B)(6) 2006 and added the revision date.